Event description:
While attempting to start and IV for contrast, the loop would not flush. It was removed and #2 was used with same result, would not flush. #3 used without problem. No known harm to patient, delay in treatment. This is report #9 for the same product with the same problem. Manufacturer response for set, administration, intravascular, maxplus (per site reporter), will obtain. Manufacturer response for set, administration, intravascular, maxplus (per site reporter), will obtain.